Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. After replacing the hose pipe, the insufflator was functioning properly; therefore, the device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely either a faulty hose connection or hose failure led to the malfunction. However, since the device malfunction was not confirmed during evaluation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the high flow insufflation unit was less flow below 20 min/l when used in high mode. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.